Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device was inappropriately mode switching due to p waves falling into post-ventricular atrial refractory period (pvarp), and quick atrial pacing due to sir being active. Programming changes were suggested. The patient has not experienced any adverse effects. New information was later received and noted that no programming changes were made. The patient was fine and will continue to be monitored.